Manufacturer narrative:
(B)(4). Date sent: 6/12/2023. B3: event year only reported: 2023. D4 batch #: x95k5j. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. The device was disassembled to verify the condition of the internal components, and no anomalies were noted. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x95k5j , and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the gen11 showed replace device.